Manufacturer narrative:
This report is filed october 28, 2013.

Event description:
Per the clinic, the patient experienced an infection around the implant side due to extrusion of the ball electrode. The device was explanted on (B)(6) 2013. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.